Manufacturer narrative:
The device was received and an evaluation was completed. Utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed and is consistent with a failure that has been previously identified and corrected. This issue was the subject of field correction (z-0514-2021). The subject concentrator falls within the scope of this field correction.

Event description:
The independent repair center states that the unit caught fire originating by the pe valve. The caller states the hour meter was blown out of the cabinet.

Manufacturer narrative:
The reporter alleged the unit caught fire originating by the pe valve. Additionally, it was found that the hour meter became dislodged from the cabinet. This failure mode has been previously identified and investigated. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely has to experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. The unit is awaiting return, and once the evaluation results are available, a supplemental record will be filed.

Event description:
The independent repair center states that the unit caught fire originating by the pe valve. The caller states the hour meter was blown out of the cabinet.